Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that more than likely the patient's jaw was not mobile/displaced following the injury. Additionally it was clarified that the plates were used in place of arch bars and wires to wire the jaws shut and they were not plates used to hold together two segments of bone. It was reported the devices were discarded after removal.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not provided by reporter. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted with matrixwave plates and screw on (B)(6) 2015, complained of pain in the jaw near screw insertion on an unknown date. The surgeon reported that and unknown quantity of matrixwave screws loosened post-operatively. There was no allegation of complaint against the plates. Patient's mandible was stable and had healed. The patient had devices explanted on (B)(6) 2015. The devices were reportedly removed intact. The explant procedure was successfully completed. This report is 1 of 1 for (B)(4).